Event description:
Boston scientific crm received information that during a routine clinical follow-up, high pacing thresholds and loss of capture were exhibited with this right ventricular lead; lead dislodgement confirmed via fluoroscopy. No adverse patient effects were reported.

Manufacturer narrative:
During surgical intervention, the lead was successfully repositioned and remains implantes inplante and in service without additional reported complications.